Event description:
Police officer used a radar gun for 2-3 hrs a day, five days a week, from 1981 - july 1986. In 10/85 he was diagnosed with basal cell cancer on his chest which was removed. He has since had approx 10 surgeries to remove add'l basal cell masses.